Manufacturer narrative:
The reported issue that the ER was accidentally shipped 7 of 10 ¿demo¿ pumps containing the sticker ¿caution - not for human use could not be confirmed; no product or device logs were returned for investigation, and a review of the service notification within sap from 07/01/2018 to 04/15/2020 did not find any associated files for this issue. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. The alaris system is typically used for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
It was reported that the ER was accidentally shipped 7 of 10 ¿demo¿ pumps containing the sticker ¿caution - not for human use. Although requested, no additional event and/or patient information was provided.